Manufacturer narrative:
(B)(4) . Complaint verification testing could not be performed because no sample was returned for analysis; however, the customer reported the catheter block was due to a lack of flushing while in use. A device history record review based on sales history did not reveal any manufacturing related issues. Operational context caused or contributed to this complaint. No further actions will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU, the catheter was trimmed and not regularly flushed which caused clotting of the catheter and an inability to flush the catheter or run tpa through it. The catheter was replaced and successfully and flushed regularly. There was a delay in treatment but no death or complications occurred to the patient.